Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: august 21, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2015 to treat a left intertrochanteric fracture. During the procedure, a blade/screw guide sleeve, a buttress/compression nut, and an aiming arm locking device became jammed inside of an aiming arm. The surgeon had to use a mallet to get the instruments out of the aiming arm, thus damaging the blade/screw guide sleeve. There was a reported surgical delay of less than five (5) minutes. No fragments were created or left behind nor were additional x-rays required. The procedure was successfully completed with no patient harm. This report is 4 of 4 for (B)(4).